Event description:
Healthcare professional stated the valve was removed due to regurgitation and stenosis. Cuspal stretching and non-coaptation of a free margin was noted. Valve was implanted 1 month.

Manufacturer narrative:
No medwatch form was received from the user facility therefore, information on this medwatch form 3500 a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500 a are the result of information not being provided by the reporter. Despite multiple attempts to obtain such information from the reporter, medtronic is unable to complete form 3500 a." H3 analysis: the leaflets were flexible and intact. The free margin of the right cusp is on the same plane as the inlfow point of coaptation of the non-coronary cusp. Natural fenestration below left cusp free margin. Radiographs show no mineralization. Hydrodynamic test data showed an average negative flow of 2.3 ml per beat; <8 ml per beat is considered negligible. Sterilization of the explanted valve and a thickened non-coronary cusp may have contributed to a higher gradient than the clinical comparison. Functional testing was acceptable. Cause of the reported regurgitation could not be determined.